Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the lead integrity alert had triggered due to an increased sensing integrity count and non-sustained events on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.